Event description:
The physician was treating a stroke patient. The neuron max was being prepared for insertion and the physician was attempting to remove the green cross-cut valve. When he could not remove it with his hand, he used a clamp and removed it. Upon inspection, it was revealed that the leur threads were stripped. A new neuron max was opened and successfully used on the patient.

Manufacturer narrative:
Device investigation: results: the catheter shows a flat spot between 1.5 and 3 cm kinks at 10.5, 11.5, 41.5 and 43.0 cm from the distal tip. This damage was not noted in the complaint. Given the condition of the chipboard box, this damage probably occurred after the procedure during storage for return or shipment. The crosscut valve was placed on the catheter hub and tightened. As the pressure required to turn the valve portion of the lure fitting increased, it reached a point where the locking threads skipped and jumped back a thread. The cross cut valve could not be securely seated. The catheter is non-functional. Conclusion: the problems seating the crosscut valve noted in the complaint are confirmed. There are rounded corners on the lure threads of the catheter hub. These were the cause of the skipping and the failure of the lure to bottom out and tightly fasten to the crosscut valve. The cause of the rounding has not been determined. The manufacturing records for this lot have been reviewed and revealed no outstanding discrepancies, quality, or design concerns.